Event description:
During a diagnostic hysterectomy, d&c, and leep, an attempt to excise the endometrium the versapoint was used twice successfully and on the third time, failed to fire. Err200 was displayed on the equipment. Error code; handpiece is wet or the electrode is being activated before it is deployed and it is hitting the scope. The MFR service rep was notified and told the team to turn off and turn on the generator. This allowed the error code to clear however it didn't allow the cautery to transmit through the electrode tip. The electrode was replaced and procedure was attempted with the same result. At this point versapoint was abandoned and a simple dilation and curettage was performed to remove the curettings that were sampled. (B)(4).